Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for multiple patients, involving access 2 immunoassay system. This is report number four of five. Subsequent testing produced results within the normal reference interval. It is unknown if the elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse discovered residual spill in the mixer area. The fse performed preventative maintenance (pm) and completed repair verification per established procedures. The unit conformed to the manufacturer's specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00162. All related medwatch reports: 2122870-2011-05925, 05927, 05928, 05930.